Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unspecified reason. All the components were removed and replaced with a new ipp system. No information about the patient's outcome was provided. Additional information received. The patient's device was not working properly when inflating and deflating. The patient had good outcome with no further complications.